Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope and was noted to be pacing below the programmed lower rate limit five percent of the time. Upon interrogation over nine thousand premature ventricular contractions were observed along with several ectopic beats, all lead diagnostics were within normal limits. Boston scientific technical services discussed timing options with the sales representative. No additional adverse patient effects were reported.